Event description:
New information noted the atrial lead was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported events of oversensing noise and failure to sense were confirmed. A partial lead was returned in two pieces for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the exposure of the coil in the abrasion zone.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 should have mentioned "right atrial lead" instead of "right ventricular lead".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to inappropriate automatic mode switch and a failure to sense. The lead was capped and replaced on (B)(6) 2021. The patient was stable.